Event description:
The recipient is reportedly experiencing pain at the implant site with and without device use since (B)(6) 2021. Previously, the recipient presented with tenderness, which resolved with prescribed steroids. The recipient is also experiencing dizziness and headaches that cease without device use. The recipient was prescribed a course of prednisone for one month and naproxen for the pain, and ceased device use, however, the recipient's pain increased. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage in the silicone overmold on the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented and electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain has resolved. The recipient has healed following surgery and is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.